Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
Patient called stating she had a t2 nail implanted in her right knee in (B)(6) 2017. In (B)(6) 2018, a screw was removed from the nail and bone cement applied due to non-union.

Event description:
Patient called stating she had a t2 nail implanted in her right knee in (B)(6) of 2017. In (B)(6) of 2018, a screw was removed from the nail and bone cement applied due to non-union.

Manufacturer narrative:
Correction - please refer to d2a, d2b, d3, g1 reporting contact. The anatomical location of the described event narrows down the applicable device to a t2 femur nail. Further assessment narrows down applicable screw to a locking screw. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. If the device is returned or if any additional information is provided, the investigation will be reassessed.